Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was programmed with 3 groups but after 3 weeks was only access 2 groups. Interrogation with the clinician programmer showed an error message that the memory was completed deleted. Impedance measurements were normal and battery longevity was okay. The pt was then reprogrammed to the programs as before and "seemed okay" now.